Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: cs 052/054 errors observed in black box on (B)(6) 2015. "Por" events observed in the clearing of the cs 052/054 errors. Eaw 128-fe88 alarms also observed in bb on (B)(6) 2015. Evidence of moisture behind display lens. Due to internal moisture contamination pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alarm per normal operation. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Pump case cracked in right hand corner of display area. A "no power" event was not duplicated during investigation. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination throughout inside of pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.